Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's batteries will not charge. The patient was issued 2 replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, the battery output voltage was measured at 2.84v. The cause for the low output voltage cannot be positively determined. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. No problems were discovered with the patient's second battery pack.